Event description:
A malfunction, identified by code malf 12, was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, successfully guiding them through the process, and confirming the issue did not recur, allowing the customer to continue using the pump.